Manufacturer narrative:
Unit received with missing segments/partial display due to lcd zebra connector was cracked. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.